Event description:
Additional review indicated that the alleged programming error with incorrect concentration was captured in regulatory report # 3004 209178-2015-09131. Any new information regarding the concentration error/programming error will be reported in that report. Information regarding the denied bolus and ptm issue remains in this regulatory report (3004209178-2015-03669).

Event description:
It was reported the personal therapy manager (ptm) ¿is not working. I'm supposed to be able to do a bolus every two hours up to six times per day. On (B)(6) 2014 in the morning it was ¿really funny¿ and wasn't working. The batteries were changed even though they were replaced just a few days prior. "Yesterday afternoon and evening it worked fine and this morning it's not working at all." The patient had been trying to get a bolus since 2:30 am "I always use it in the middle of the night." The ptm had "medtronic" on the screen intermittently. It had occurred three to four times the morning of (B)(6) 2014. The patient requested a bolus and was denied and it was indicated there was four hours and 26 minutes until the next bolus. A couple of days ago it started acting funny¿ and yesterday the patient had issues again. The patient took two aleve at 2:30 am. "I really can't take oral pain medicine, it makes me ill." The pump was delivering fentanyl. Additional information received reported that the patient did not have concerns with their device or therapy. There were no patient symptoms. Additional information received reported that there was a possible programming issue. The actions taken to resolve the issue was "reprogrammed." The reason for the bolus denied screen was due to a programming error. There was no electromagnetic interference (emi) source. The healthcare provided corrected programming of concentration. The denied bolus issue had been resolved. The patient recovered without permanent impairment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID neu_unknown_prog, product type: programmer, physician; product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).